Event description:
It was reported that during use of this attachment with the craniotome handpiece and codman skull perforator, the patient's dura was torn. There was no report of permanent or serious injury with this event. At this time, the patient's current condition is unknown.

Manufacturer narrative:
Investigation results: the attachment was received for evaluation and during testing, no faults were found with this device. Please note: the codman perforator is not a conmed linvatec device.